Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted when setting up the system. When the site was verifying instruments they switched out the camera cart. The localizer was not connected. When troubleshooting, the manufacturer representative (rep) was unable to replicate the issue. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. The power-over-ethernet (poe) (product: poe 9735798 injector s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found no failure, as the returned poe injector passed a functional test. The cable (product: cable 9735767 poe injtr pwr 12vdc s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. An alysis found no failure, as the returned cable had no physical damage and passed a continuity test with no opens or shorts detected. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d02, b01, c13 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d14/b01/c19 apply to the poe (product: poe 9735798 injector s8 svc, serial/lot: (B)(6)) and to the cable (product: cable 9735767 poe injtr pwr 12vdc s8 svc, serial/lot: 191015). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.